Event description:
It was reported that an ilet user experienced repeated ¿dismiss¿ prompts during a supply change and device actions, along with an alert indicating ¿restart 42,¿ and the device displayed ¿42 ¿ insulin, current sense failure,¿ which led the user to disconnect and shut down the device after attempted firmware update and retries. Symptoms included device alarms and inability to complete pump functions. Outcomes included interruption of insulin delivery and need for device replacement with guidance to continue cgm use separately. Investigation included customer service troubleshooting, alert dismissal, firmware update, and operational checks attempted by the user under guidance. Investigation of this case revealed persistent current sensing failure alerts and repeated user interface dismiss prompts despite reset and update. It was concluded that the device malfunctioned due to an insulin delivery sensing fault and will be replaced, and the user was advised that data would not transfer to the replacement and that a new startup would be required.